Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Testing for erroneous results could not be performed as customer did not provide analytes that were abnormal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the customer noticed that the separation gel hangs on the wall and obtained abnormal results on ten (10) tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the customer noticed that the separation gel hangs on the wall and obtained abnormal results on ten (10) tubes. No patient impact reported.